Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the problem with the meter started between 9-9:30pm on (B)(6) 2015 when she obtained an alleged inaccurately high blood glucose result of 519 mg/dl. The patient manages her diabetes with insulin pump therapy. She denied that she had made any changes to her usual diabetes management routine. She claimed that immediately after the alleged product issue, she developed symptoms of could not speak, walk [or] stand. She reported that she was taken to the emergency room (ER) where she obtained a blood glucose result on the ER/hospital meter of 249 mg/dl within 30 minutes of the result on the subject meter. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient claimed that during her time in the ER, insulin (type and dose unknown) was administered twice by a healthcare professional (hcp) on (B)(6) 2015. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples. The patient did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient developed symptoms suggestive of an acute diabetes excursion, the treatment she received in the ER (insulin) correlated with the alleged high reading she obtained with the subject meter. However, this complaint is being reported because the alleged issue was not resolved during troubleshooting.